Manufacturer narrative:
(B)(4). The occurrence date is unknown. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during use on the home choice (hc). The caller stated the cassette had been leaking during prime. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.